Event description:
An embolic protection device was deployed normally, stent was deployed in desired position, the physician was unable to resheath stent catheter by pulling it through the deployed stent and it became caught in the stent struts. He removed the stent catheter after some difficulties by advancing the guiding sheath right up to the bottom of the stent and pulling hard on the stent catheter. The patient had no flow through the carotid after this event, and the physician quickly post-dilated with a 2mm balloon, then a 5mm balloon to restore flow. The embolic protection device was then removed without issue. Patient is doing well. The physician usually removes the stent catheter after deployment in this fashion, and he does not resheath the catheter by advancing it back to the tapered tip. No patient injury has been reported.